Event description:
The device was returned to the manufacturer with no information. The device subsequently tested out of specification. Follow up revealed that the device was explanted after the patient expired. The cause of death was reported as unrelated to the device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed and a firmware - error message/code was noted. The device is part of the advisory for this model. This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.